Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 20-may-2013, UDI #: (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving 10 mg of morphine at 1.49793 mg/day and 100 mcg of clonidine at 14.97928 mcg/day via an implantable pump for non-malignant pain. On (B)(6) 2019, it was reported that the patient experienced increased pain and decreased therapeutic relief. During the subsequent pump refill on (B)(6) 2018, a significant volume discrepancy was noted. The expected reservoir volume was 3.2 ml, but the actual reservoir volume was 17 ml. It was planned that the catheter would be revised. On (B)(6) 2018, the catheter was revised and surgical observation revealed a catheter kink as well as a catheter migration from t6 to t11. The catheter was replaced. The device disposition was unknown. Interventions included an explanted/replaced catheter on (B)(6) 2018. The outcome of the event was resolved without sequelae on (B)(6) 2018. The etiology of the event indicated that the relationship of the event to the device or therapy was related and indicated that the relationship of the event to the implant procedure was not related. The clinical diagnosis was decreased therapeutic relief and the device diagnosis was catheter kink and catheter dislodgement. The event date was (B)(6) 2018. No further com plications were reported.